Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to open when around the patient. They needed to manually open the door. The site tried to open/close after the manual door procedure, but were unable to. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID bi71000626, lot number: unknown h3/h6: the system was serviced in the field and when the medtronic representative (rep) arrived on-site, they found that the rotor was not aligned. The rep realigned the rotor and verified the door opened/closed a few times with no issues. Invalidate home and m calibrations were also completed. It was also confirmed that 2d and 3d spins could be taken successfully. Codes b01, c13, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.